Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation found that the instrument conductor was broken as it exits the proximal clevis and that part of the distal clevis was burnt where the conductor broke. Evidence of insulation melting is also visible. Based on this discovery, engineering concluded that the instrument may have arced during a previous surgical procedure, thus contributing to the malfunction experienced by the customer.

Event description:
It was reported that the permanent cautery hook instrument was not getting an electrical charge. No further details were provided. No pt harm, adverse outcome or injury was reported.